Manufacturer narrative:
E2013036.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code otp. This report summarizes three (3) reported serious injury events.